Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014; during the same surgery, the patient was re implanted with a new device. This report is filed april 30, 2014.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device and the issue could not be resolved.

Manufacturer narrative:
(B)(4). This report filed may 12, 2014.